Event description:
It was reported that after removing a 2.5x18 xience xpedition rx stent delivery system (sds) from its dispenser without issue, while straightening the coiled sds shaft in preparation to load it onto a guide wire, the proximal shaft became bent then separated into two pieces. The device was not used in the patient and this issue did not cause or contribute to a clinically significant delay. While repackaging the device for return shipment, the hub of the device separated and was discarded, and another portion of the shaft separated due to intentional manipulation by a healthcare practitioner. A total of three pieces are returning (with the hub portion discarded). Another same size xience xpedition rx was used successfully in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The bends and shaft separations were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.